Event description:
During a coronary drug eluting stenting treatment procedure, stent damage was noted. At preparation, it was noted that the proximal portion of the taxus express2 8.8% 2.50 x 16 mm drug eluting stent was damaged. This device was not used in the patient. The procedure was completed using a cypher stent. No pt injuries or complications were reported.